Event description:
Report #1 of 2 regarding a pt who reported receiving a "shock" from a pca device, the phone and the bed. There were two pca iii devices in the pt's room, though it was reported that only one device was in use with the pt. The pt's spouse reported that pt had been shocked a couple of times. The first time was when the phone rang. The pt "felt like touching an electric fence." The phone was reportedly on the bedside table; the pt was not touching it. The pca pump was connected at that time, however the pca button was not being used. A second occurrence was during a cat scan, though it was reported that the device was disconnected prior to the cat scan. The pt's spouse reported that the pt "felt a shock and jerked." The x-ray technician reported that "the pt did jerk, but it was from being startled from the intercom talk. This occurred between scans. The pt was lying on the sliding table; the IV line had been removed from the port of the pt. The pt did not indicate feeling a shock." The physician was notified and requested the pt be transferred to another room. The customer did not isolate the pump before the pt's transfer and thus could not determine which pump was in use with the pt. The customer reported that the pump was programmed in the pca only mode, morphine 1 mg/ml, 1 mg pca dose, 10-minute lockout, 15 mg 4-hour limit. It was reported the pt had "several" instances where, at their IV access site, pt "felt shocked, as if I touched an electric fence." It was also reported that pt occasionally felt "shocked" when the pca pendant was pushed. The devices were removed from clinical service. Therapy was resumed using a replacement pump. There were no further events and no reported adverse sequelae. No additional info was available.